Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the insulin pump was exposed to moisture. Customer was advised to remove the battery for 2 hours. Customer also had a button error alarm. Customer's father cleared the alarm but he stated that the act button and the down arrow button did not work. Customer is on his back-up plan and his blood glucose was 86 mg/dl.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had an unresponsive down arrow button due to corroded keypad traces. The functional testing could not be performed due to the unresponsive button. No moisture damage was noted to the electronic or motor assembly. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corners, broken belt clip slot and cracked display window.